Manufacturer narrative:
Intuitive followed up and obtained additional information. Black cable was damaged. Loose cable damage was observed. In the first place, cautery was impossible. No arcing was observed. No fragment fell in the patient. Instrument batch number was 0118. No photos or images available. Please refer to section a for patient demographic information. Intuitive surgical, inc. (Isi) did receive the force bipolar with an alleged issue to perform failure analysis. The force bipolar was found to have a broken conductor wire at the grip tang. The force bipolar instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, user noticed that the force bipolar instrument had a broken conductor wire. Following this, the user continued with the procedure with no further issues. No known impact or patient consequence was reported.